Event description:
Patient on crrt for renal failure. At 2100, rn went to check history using touchscreen on prismaflex. Screen became frozen and blood pump stopped. Charge nurse notified. Attempted to use hand crank to return blood to patient but was unsuccessful. Tubing appeared clotted as well. ICU team notified that the blood in the filter was unable to be returned to the patient. Rn would check cbc to assess if there was a significant change. New prismaflex machine obtained. Faulty machine placed in soiled utility room.